Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(6).

Event description:
It was reported that the cassette was not attached properly and was reattached on a cadd solis hpca pump. There was unknown patient involvement and unknown patient harm reported.